Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that only a main coil was returned for this complaint. The coil was kinked and stretched. Microscopic inspection revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection revealed that the components were within specifications except the number of fiber bundles, which were only 10 out of 30.

Event description:
Reportable based on device analysis completed on 23 jul 2020. It was reported that the coil was unable to cross the lesion. The heavy stenosed target lesion was located in the very calcified internal iliac artery. A 12mm x 30cm interlock coil was selected for use. During procedure, it was noted that the coil was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.